Event description:
Caller reported a malfunction on the pump with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer did not reset the pump for this malfunction within the last 24 hours, but technical support provided pump reset information and advised the customer to call back since the charger was not available at work.